Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen, on (B)(6) 2019. The patient reported the cgm reading was 9.0 mmol/l but the bg value was 14.1 mmol/l; it is unknown when these readings were taken and no symptoms were reported. The patient went to the hospital and they checked her status and glucose level. The patient does not recall the glucose values at the time. She was given insulin and was in good condition at the time of the report. The event occurred 10 days after the sensor had been inserted. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session. Confirmation of allegation could not be determined. Inaccuracy allegations are confirmed by comparing an entered meter calibration to the preceding cgm value. If a meter value confirming the allegation does not exist in the data, the investigation result is considered undetermined. Due to the lack of visibility to meter values not entered as calibrations, inaccuracy allegations cannot be disconfirmed. No additional patient or event information is available.